Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the available information the cause of reported unspecified tissue injury is due to procedural conditions. The reported unspecified tissue injury as listed in the mitraclip system instructions for use (IFU) is known possible complication associated with mitraclip procedures. The reported unexpected medical intervention is the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the leaflet damage requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was advanced to the mitral valve. During leaflet grasping attempts, a perforation of the posterior mitral leaflet (pml) occurred. The clip was implanted medial to the perforation to stabilize it. A second clip was implanted lateral to the perforation for additional stabilization. The procedure concluded with mr reduced to 2. There was not reported clinically significant delay in the procedure or adverse patient sequelae. No additional information was provided.